Event description:
Customer stated three cartridges leaked insulin as she was filling them. No adverse event reported. Cartridges are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.